Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator and premature depletion was suspected. Therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity. Elective replacement indicator was the result if battery depletion. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. Without knowing the programming history of this device there is no way to accurately determine the longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity. The longevity test was rerun and the outcome was did not meet 99.9%. Both loaded and unloaded pacing current drain levels were normal for this device at received and bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.